Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via chat platform that customer experienced high blood glucose level. The customer's blood glucose level at the time of the incident was 525 mg/dl and customer took shot. It was unknown whether auto mode feature was active on insulin pump. The insulin pump will not be returned for analysis.